Event description:
Device has been explanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: fluids.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional additionally reported hole in valve and leaking.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation . Device remains implanted.